Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a threshold suspend alarm on the insulin pump. Customer stated that the sensor was not coordinating with the pump and she believes that she was calibrating too often. Customer stated that the numbers would go up and down and were not the same as her blood glucose level. Customer was at 38 mg/dl one night and the threshold suspend alarm did not go off. Customer had to get up and drink juice. Customer stated that she was fine but the pump did not alarm. Customer wears the pump in her pocket at night and sometimes it goes under covers. Customer also had a couple of no delivery alarms. Customer stated that she had a bent cannula. Customer mentioned that she had a bent sensor and no delivery alarm due to an empty reservoir. Customer declined troubleshooting because she troubleshoots on her own. No further assistance needed.